Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board and blower motor will be replaced to address the issue. Device has been evaluated but no repaired, pending customer approval of the estimate.